Event description:
Reporting status: malfunction. Reporting rationale: failure to deflate could cause or contribute to patient injury. Device issue: failure to deflate fully. It was reported that while using the device in the circumflex to dilate the lesion, the balloon watermelon seeded into the left main and had a difficult time trying to deflate the balloon. After about 2-3 minutes, the use of a 60 cc syringe was successful at deflating the balloon enough to where it could be removed from the patient's body. The patient's blood pressure did drop during the 2-3 minutes while trying to get the balloon deflated. There was no mention of a calcified artery by the physician. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned without any blood visible. There was contrast visible in the inflation lumen and in the balloon. The balloon had relaxed folds. There was a kink in the proximal shaft at the distal edge of the strain relief tubing. The inflation device used in the procedure was not returned. A new indeflator, filled with renografin 60 diluted 1:1 with water, was used to measure the inflation and deflation times of the balloon. The inflation and deflation times met manufacturing times. The balloon deflated flat each time. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.